Manufacturer narrative:
A patient experiencing ineffective stimulation and autoreducing due to high impedance and a fracture was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient lost effective therapy due to high impedances on the drg l2 lead. Fluoro imaging confirmed lead fracture. Surgical intervention may be pending to address the issue.